Event description:
A patient reported her implantable neurostimulator had depleted prematurely and had experienced a sudden return of her overactive bl adder symptom. Additionally, therapy was off and the patient could not feel stimulation. The patient had been informed that it was a five year longevity and was disappointed that the battery had died in less than 2 years. The device was scheduled to be replaced. The patient was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from reported the battery depleted in less than 2 years and it had not worked for months before they went to the doctor. They noted "can't you improve this?". It was also noted that the patient was taking aspirin at 81 mg a day and calcium carbonate 600mg two times a day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.